Event description:
During a brow lift procedure, patient was implanted with endotine forehead 3.0 on (B)(6) 2017. On (B)(6) 2018, the patient returned to the clinic for removal of the remnants of the device, as they removed a broken piece of it the previous day while washing their hair. A second brow lift procedure was then performed, as the asymmetry resulting from the initial brow lift was unsatisfying to the patient.

Manufacturer narrative:
Based on review of details of the case associated with this event it is likely that the associated patient had a biological reaction to the implant which expelled it from the site of implantation. The cause of the the sub-sequent brow asymmetry is not known; however, it is possible that the patient experienced blunt force at the location of implantation prior to healing of the periosteum. (B)(4).